Event description:
Information received from the field does not address the patient's clinical status but notes an inability to program, a mode change from ddd to vvi and dashes (---) for the sensor parameters. This was due to a microprocessor reset.